Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of lot identification. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. It was reported that the grey tip on the impactor fractured. However, the reported item has a black impactor tip epoxied on at the time of manufacture. Per IFU (B)(4) rev c "the majority of surgical instruments and trial prostheses instruments are constructed in such a way that they will not require disassembly." However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the grey impactor tip was fractured. There was no reported patient injury as a result of the malfunction.